Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose was not low. Customer states sensor glucose was 40 mg/dl and blood glucose was 245 mg/dl. Customer indicated that the threshold suspend alarmed at night but that her blood glucose level was fine. Troubleshooting advised customer to follow up with doctor and proper insertion techniques and to call back if issue persists.